Event description:
The customer noticed a leak of clear fluid with an approximate volume of five milliliters was dripping from under the unicel dxh 800 coulter cellular analysis system during system startup. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The operator ran controls after seeing the leak and all control results matched previous runs.

Manufacturer narrative:
The leak occurred two days after the customer reported erroneous results generated on the same instrument. Service was dispatched to the site for this event. The service request was combined to address both issues. The field service engineer (fse) arrived at the account and the instrument was down. The customer indicated that during customer maintenance, the nucleated red blood cell, differential, reticulocyte and stain chambers overflowed, which the customer indicated was an ongoing issue. The fse replace a specific port (qd8, port 10) which was the root cause of the leak, as there was a poor connection to the waste chamber due to poor vacuum. The fse assessed instrument performance after the repair with no leaks noted. The instrument was returned back into operation. The failure mode was a poor connection between a specific port and waste chamber pathway. Upon recur, this failure mode would have the potential to cause unflagged discrepant results. (B)(4). Associated mdrs: 1061932-2012-02380, 1061932-2012-02358.